Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with an 8f sheath after an interventional embolization procedure. Reportedly, there was a ¿user error¿. There were no reported adverse patient effects or clinically significant delay in the procedure or therapy. No additional information was provided. Returned device analysis identified a link break and a needle to cuff miss.

Manufacturer narrative:
Analysis was performed on the returned device. The reported use error could not be confirmed as the specific use error is unknown and the facility reporter declined to provide any additional information. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported use error could not be determined based on the returned device condition as the facility reporter declined to provide any additional information. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.